Event description:
Reason for revision - alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - left, reason for revision - alval / soft tissue reaction. Update received (B)(6) 2013. (B)(4) has been found to be a duplicate of this com. (B)(6)reference number amended. Attachments transferred to this com. (B)(6) reference number has been found to be incorrect - the correct number is (B)(4). Update received: (B)(6) 2013 - added taper sleeve. Update received: (B)(6) 2014 - added product: stem and filled mandatory fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason for revision - alval / soft tissue reaction. Update received 7th november, 2013. (B)(4) has been found to be a duplicate of this com. (B)(6) reference number amended. Attachments transferred to this com. (B)(6) reference number has been found to be incorrect - the correct number is (B)(4). Update received: 24th december 2013 - added taper sleeve. Update received: 6th february 2014 - added product: stem and filled mandatory fields. Update received: 1 october 2014 - added manufacturing date and expiry date for all products. Added loosening and pain to reasons for revision. Marked all products as loose until confirmation received. Also querying hip side. Update received - 3 october 2014 - confirmation received that the cup was the loose component.